Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately low as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged low readings with the subject meter began at an unspecified time on (B)(6) 2011. The cca was advised by the reporter that the patient manages his diabetes with insulin (unknown type and dosage) and denied making any changes to the patient's normal diabetes routine in response to the alleged issue. The reporter claimed that on (B)(6) 2011, the patient developed symptoms of "cold sweats and not feeling well". On the same day, between 12:00pm-1:00pm, the reporter stated taking the patient to the ER where the patient reported a blood glucose result of "263 mg/dl" with his lifescan meter and "767 mg/dl" on the ER/hospital's meter, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter informed the cca that the patient was then treated with "IV's and insulin". At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca also noted that the patient was using expired strips. Replacement products were sent to the patient. This complaint is being reported because the reporter stated that the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged meter issue.